Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had damage, moisture damage and a blank display. Blood glucose value was 180 mg/dl at the time of the incident. Troubleshooting was performed and the device will be replaced and returned.

Manufacturer narrative:
Device passed self test, off no power test, unexpected restart error test and displacement test. Test. The stop current test and run current test were in specification. No blank display anomalies noted during testing. Device received with moisture damage on electronic board stack, moisture damage on motor assembly and moisture damage on force sensor resistor . Device received with cracked lcd window. No cracks at belt clip slot.